Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead underwent a lead revision. It was reported that loss of capture (loc) was observed at 7.5v@1.0ms and a microdislodgement was suspected. The lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.